Manufacturer narrative:
(B)(6). Gtin is unavailable as the product made prior to compliance date. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the device motor was seized, jammed and heavy moving. It was further noted that the device failed pretest for check switching function, oscillation angle, battery case coupling and general condition. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from the (B)(6) that the small battery drive device handpiece overheated and then stopped working. This event did not occur during surgery. It was not reported whether the device occurred during a surgical procedure or whether a spare device was available for use. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.